Manufacturer narrative:
Pc-(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed to a new device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2022. D4: batch #294a16. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. H10.